Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. A follow up attempt was made with the international representative to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The international representative did not have any additional details to provide at this time.

Event description:
It was reported that the pta balloon catheter broke following the first inflation in the sfa. The catheter was retracted, without difficulty, in its entirety through the sheath. Another balloon was used to complete the procedure. There was no reported pt injury.

Manufacturer narrative:
The device history records have been received with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The sample was returned for evaluation. The proximal segment contained the hubs, shaft, proximal base of the balloon and a portion of th e guidewire lumen. A complete circumferential rupture was observed 2.2cm from the proximal balloon to shaft bond. The distal segment contained the distal end of the balloon, along with a portion of the guidewire lumen. Stretching of the inner guidewire lumen was observed, indicating that excessive force had most likely been applied to the catheter during retraction. The distal segment measured 10.9cm from the distal tip to the detachment point of the inner catheter. The balloon was prolapsed over the distal tip and both marker bands were present on the distal segment. No functional testing could be performed due to the condition in which the sample was returned (i.e. Balloon detachment). The investigation is confirmed for a circumferential balloon rupture and a balloon/catheter detachment based upon the condition in which the sample was received. The balloon rupture likely lead to the balloon and catheter detachment. Based on the condition of the returned sample (i.e. Stretching observed ad the point of detachment), it is possible that excessive force contributed to the reported event. However, the definitive root cause could not be determined based upon the available information. It is unk if pt and/or procedural issues contributed to the reported event.